Event description:
The customer reported receiving low readings on their precision xtra meter and became upset and nervous. The customer went to the emergency room to find out his glucose level was high (429 mg/dl). The customer was diagnosed with severe hyperglycemia and treated with intravenous fluids and regular insulin. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.